Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt could not adjust stimulation. A power-on-reset condition was reported. An elective-replacement-indicator was also reported as being seen earlier. The pt was redirected to the hcp. It was reported that the pt scheduled an appointment for (B)(6) 2011. Add'l info has been requested, but was not available as of the date of this report.